Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update - medical records received (B)(4) 2013. Revision operative report indicates there was excessive debris filled fluid, brownish, darkish discoloration of the inner capsule with the presence of a pseudomembrane. Femoral head added to complaint.

Event description:
**Update** (B)(4) 2013 - litigation papers received. Litigation alleges pain and elevated metal ion levels. Hip side provided. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2013 comment: there is a doi discrepancy between litigation and what was previously reported on the der. Due to accuracy, the doi from the der will remain. Should we receive additional information, we will update if needed.

Event description:
Patient was revised due to cup loosening. (Unknown hip).

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 03/03/2014 - plaintiff's fact sheet was received, which identified doi information on sticker sheet. Part/lot was also provided. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on 03/12/2014.